Event description:
On (B)(6) 2010, company representative reported he spoke with a patient who is no longer using the infusion device. On follow up call to patient on (B)(6) 2010 patient reported he was having an eye examination 3 years ago and the medical professional advised him to go to the hospital due to an elevated blood pressure and elevated blood glucose in the 400-500 mg/dl range. Patient's target blood glucose is 100-200 mg/dl. Patient stated he was admitted to the hospital and taken off of the infusion device and then placed on an insulin drip. Patient reported having other medical problems during this time which required surgery. Patient stated his medical professional placed him back on injection therapy. Patient reported having a lot of scar tissue and used the insertion assist device. Patient stated he does not recall the infusion device occluding or displaying any error messages. Patient reported he will speak with his medical professional regarding using the infusion device again and having a clinical trainer work with him on his basal rates and parameters on the infusion device. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.